Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx covered stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was received not deployed but the stainless steel tube handle was found actuated beyond its re-constrainment limit. The outer sheath was found broken at the outer diameter: proximal exterior tube ¿ endoscope interface. Functional examination found a 0.035"" guidewire was not able to exit at the guidewire access port and it was not possible to deploy the stent as received, however the stent could be manually deployed. No issues were noted with the stent. Per analysis, it is possible that the manner in which the device was handled and manipulated during the procedure and factors such as tortuosity and/or patient anatomy could have also contributed to the stent deployment issues and damages noted to the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used in the common bile duct to treat a malignant stricture during bile drainage with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke at the proximal exterior tube.